Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Updated clinical narrative: an impella cp was inserted via the right femoral percutaneous arterial approach in a male patient of unknown age for acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were unknown, and the clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e. During impella cp support, the patient developed limb ischemia in the affected extremity, and a distal perfusion catheter (dpc) was placed. It was reported that contributing factors included significant vascular calcification of the right iliac and femoral arteries. The patient expired at the time of explant. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying acute myocardial infarction, advanced cardiogenic shock and scai stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information have been provided in b2 to capture death and date of death based on the new information received. Corrected information were provided in b5, h1 and h6. Upon review, the event description, type of reportable event and health effect - impact code have been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral percutaneous arterial approach in a male patient of unknown age for acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) stage e. During support, the patient experienced limb ischemia, and a distal perfusion catheter (dpc) was utilized. It was reported that significant vascular calcification of the right iliac and femoral arteries was present, which was noted as a contributing anatomic factor during impella cp support. The impella cp remained in place, and the patient continued on mechanical circulatory support at the time of event reporting.